Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442, serial/lot : rev. 2 : s/n (B)(6) , ubd: , UDI: (B)(4) h3: hardware analysis of the motion controller could not confirm the reported behavior. The motion control box was installed in a known good imaging system for several days and functioned without issue. No fault was found. H6: conclusion code 4307 and result code 120 pertain to the system checkout. Conclusion code 67 and result code 213 pertain to the returned motion controller. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000442, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they were unable to duplicate the complaint. The gantry motion controller was stuck at verified during this last complaint report. The representative attempted to invalidate home and re-home the system several times with no success. The representative replaced the controller and updated firmware to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's gantry would not close. Other buttons on the pendant still worked. The issue was discovered during a gain calibration that could not be completed. There was no patient involvement.